Event description:
The physician attempted a right sided femoral approach for vena cava filter placement. As he advanced the filter through the sheath, a hook on the leg of the filter engaged the inside of the sheath preventing it from being advanced further. The sheath and filter were removed without incident. A second vena-tech-lgm vena cava filter was successfully placed. The pt remains stable and has suffered no adverse effects from the procedure.